Manufacturer narrative:
Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. There were no assembly or component issues identified; therefore, a device history record review will not be performed. The event report alleges the product was used in a surgical procedure. Without the physical product, a definitive root cause could not be identified. A review of the current complaint data reveals no trend for the reported complaint mode. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic cholecystectomy, the spring grip tabs broke. While using the trocar, the blades did not expose causing difficulty during insertion. No patient injury.